Event description:
Trigger on mics is sticky and gets stuck making it very difficult to engage haptics and complete cuts. Case type: tka. Surgical delay: yes > 30 minutes.

Manufacturer narrative:
Trigger on mics is sticky and gets stuck making it very difficult to engage haptics and complete cuts. Case type: tka. Surgical delay: yes > 30 minutes. Product inspection as per service maxwo-01688588 & case number (B)(4) sn # (B)(6). Factory service technician: (B)(6). 1. Successfully performed mics cable replacement per do6917. Mics can be returned to stock as a 209063 lot #4201501 -r. The alleged failure was confirmed device history review: device history records indicate (B)(4) devices were manufactured under l/n 42021216 and all (B)(4) devices were rejected on (B)(6) 2017. A review of qt17-01-0035 revealed that they were rejected due to documentation issue. Units were accepted into final stock after documentation was provided. The non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42021216 shows 01 additional complaint related to the failure in this investigation. Conclusion: the alleged failure mode was confirmed. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Trigger on mics is sticky and gets stuck making it very difficult to engage haptics and complete cuts. Case type: tka. Surgical delay: yes > 30 minutes.